Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok button symbol was worn off and the button was sticking. The patient reported that the button started to stick a couple of weeks ago and now required multiple hard presses to elicit a response. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2013- device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.